Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that unexpected battery power loss, low battery alert less than 1 week occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black on (B)(6)2021 the customer alleged power loss alarm and low battery alert in less than 1 week interval. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the corroded battery tube.¿the original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. Pcba 1 and pcba 2 was put into test case, then thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on 05/15/2021 at 23:30:11,1 23:30:33, 23:30:57, 23:32:02, 23:32:45, on (B)(6)2021 at 11:09:42, on (B)(6)2021 at 11:29:40, 11:33:48, 11:41:02, 11:41:05, 11:41:11, 11:41:19, 11:41:22, 11:41:31, on (B)(6)2021 at 06:14:45, 06:59:58, 07:00:25, 07:01:21, 07:01:22, 07:02:05, 07:02:25, 07:03:28, low battery alarm on (B)(6)2021 at 23:28:00, on (B)(6)2021 at 01:30:00, on (B)(6)2021 at 00:51:00 replace battery alarm on (B)(6)2021 at 11:01:00, on (B)(6)2021 at 10:22:00, replace battery now alarm on (B)(6)2021 at 10:53:00 insert battery alarm on (B)(6)2021 at 23:29:31, 23:29:59, 23:30:21, 23:30:46, 23:31:32, 23:32:28, 23:33:03, on (B)(6)2021 at 11:09:31, 11:09:50, on (B)(6)2021 at 10:53:22, on (B)(6)2021 at 11:29:40, 11:29:47, 11:40:44, 11:41:04, 11:41:06, 11:41:18, 11:41:21, 11:41:25,11:44:21, on (B)(6)2021 at 06:14:45, 06:59:43, 07:00:06, 07:01:19, 07:01:22, 07:01:43, 07:02:10, 07:02:41, 07:03:44. Low battery alarm occurred three times in between the dates of (B)(6)2021. Device received with pillowing keypad overlay identified during the visual inspection. Customer alleged for power loss alarm was confirmed. Customer alleged for low battery alert in less than 1 week interval was confirmed. Blank display confirmed due to moisture damage cause by corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.